Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Cmpl (B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient was sleeping when his fiancé woke up around 3:00am. She saw that the patient¿s tandem insulin pump had a red ¿x¿ on it indicating a sensor failure. It was not specified when the sensor failed as this occurred while the patient was sleeping. The patient was unresponsive, therefore, the patient¿s fiancé called 911. Once emergency medical services arrived, the patient¿s bg meter reading was ¿about 600 mg/dl¿ and he was transported to the emergency room. At the ER, the patient was treated with insulin and IV fluids. The patient also had a chest x-ray, CT scan, urine test and bloodwork done. The patient was diagnosed with hyperosmolar hyperglycemic state (hhs). The patient was admitted for a day and discharged the morning of report (B)(6) 2024). The patient was in ¿stable¿ condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.